Manufacturer narrative:
User reports that the bleeding was resolved after visit to urgent care where two additional stitches were placed.

Event description:
On october 18th, 2019 senseonics was made aware of an adverse event during the removal process where the user experienced excessive bleeding and sought medical attention from an urgent care.